Event description:
The customer reported that in diagnostic code showed an error code message of depleted backup battery; battery depleted dialog displayed on the screen. There was no patient involvement reported.